Event description:
The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and checked the condition of the central station. The fse identified the equipment works correctly and spoke with the service staff and showed them where the volume of the central station can be raised or lowered. In addition, the fse found that the central station is on a table whose legs have wheels. The fse reminded the electromedicine staff that the equipment must be in a fixed place, that it cannot be moved, so that it is not possible to run the risk of disconnecting any cable. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported alarms do not sound in the central station. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.